Event description:
Healthcare professional reported that a patient was injected with botox and juvéderm voluma® xc. Patient experienced "vision changes", "retinal occlusion", "purple lines below the eyes" and it was confirmed as "retinal occlusion in the branches of the retinal artery." Patient was treated with 7 vials of hylenex. Status is ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.